Event description:
It was reported by the patient that she underwent podiatric surgery on an unknown date and suture was used. The patient experienced abscesses, cellulitis, and delayed wound healing at the incision site. She also, reports that nine months postoperative the suture was extruding from the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02174 and 2210968-2013-02176. The same patient is represented in each medwatch.